Manufacturer narrative:
Updated data: b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.5: desc evt problem e.1: initial reporter h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for evaluation as aortic stenosis and aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 13 years and 7 months post implant of this aortic bioprosthetic valve, the patient is being eval uated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. The evaluation noted calcification in the proximal left coronary artery, the right coronary artery, the sinotubular junction, the ascending aorta and the left valve outflow tract under the non-coronary cusp.  No intervention or adverse patient effects were reported.